Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The product was not requested to return for manufacturer's laboratory investigation as the failure is known and was investigated in a similar complaint (contributing design function). The similar complaint was investigated with the following results: the product was tested according to lv 009 for its o2 and co2 transfer rate and was operating within its specifications. No abnormalities were found. Additionally a DHR review was performed by a designated mcp member with the following results: the product was coated according to the specification. The product passed every coating step and was not marked as scrap. No references were found, which are indicating a nonconformance of the product in question. The fact that the reported problem occurred after 40 hours of use plus the performed DHR review would confirm that most probable non device related factors caused the reported event. Based on these results and the information available at this time, the oxygenator in question operated within maquet (B)(4) specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed ed at this time.

Event description:
According to the customer: "40hours later after staring pls, it occurred a number of clot in the membrane so that oxygenation was not applicable. According to the blood investigation of patient, patient's (abga) po2 is around 60 . It occured clotting again after increasing heparin dose. After replacement of pls set, it came back to normal. There was no injury." (B)(4).